Event description:
An attempt was made to deliver device defibrillator therapy to the pt. Reportedly while the defibrillator was charging to 200 joules, the device display screen blanked and the svc led illuminated. The operator cycled device power. The defibrillator successfully charged and delivered 200 joules to the pt. The pt was resuscitated.